Event description:
It was reported that the patient presented with a history of severe low back pain and bilateral leg pain. The patient underwent 1) anterior discectomy at l4-5 and l5-s1, 2) anterior lumbar interbody fusion at l4-5 and l5-s1 using competitor allograft bone cages with bmp and competitor dbx, and 3) anterior plating at l4-5 and l5-s1 using competitor buttress plates and screws. Per op notes, a 15-mm allograft bone cage was prepared with both bmp and dbx and placed at l4-5. It was then tapped into position, completing the arthrodesis at this level. An anterior buttress plate with screws was placed in the l4 vertebral body. A 17-mm allograft bone cage was then prepared with both bmp and competitor dbx and placed at l5-s1. An anterior buttress plate with screws was placed in the l5 vertebral body. The patient was discharged three days post-op. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.